Event description:
A report was received that the patient was having difficulty charging the ipg due to migration. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.